Manufacturer narrative:
On (B)(6) 2022, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # pc-(B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation occurred. It was reported that there was resistance when trying to advance the dilator into the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and that part of the hub had been pushed in as well. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was not used on the patient. The sheath was replaced, and the issue resolved. The procedure continued. There was no patient consequence. Additional information was received indicating the hemostasis valve (gasket) did not break into two or more separate pieces, it looked like it pushed in a little. The hemostatic valve/brim cap/hub did not become detached from the sheath. The customer¿s reported resistant with the sheath issue is not considered to be MDR reportable since interference or friction between devices is a known occurrence. If resistance is encountered, the system may be withdrawn as a unit. This is a common practice during procedures. Since the vast majority of ep procedures utilize multiple device exchanges, an increased potential for patient injury is remote. This event is reportable for the hemostatic valve separation.

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation occurred. It was reported that there was resistance when trying to advance the dilator into the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and that part of the hub had been pushed in as well. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was not used on the patient. The sheath was replaced, and the issue resolved. The procedure continued. There was no patient consequence. Device evaluation details: the product was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. Bwi then conducted a visual inspection of the returned device. Visual analysis revealed that the hemostatic valve was not found inside the carto vizigo sheath device. The root cause of the issue described by the customer could be related to the dislodgment of the hemostatic valve, causing a temporary blockage of the sheath. The hemostatic valve detachment could be related to the dilator being wrongly introduced; however, this could not be conclusively determined a device history record was performed, and no internal actions related to the reported complaint were identified. The issue reported by the customer was confirmed. It should be noted that product failure is multifactorial. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur.¿ as part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4)